Manufacturer narrative:
Follow-up received on 23-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record.we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had medical device removal, listed event in essure's reference safety information . If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the event, causality between this event and essure use cannot be excluded. This case was regarded as incident, since device removal was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age on 02-aug-2016 who had essure (fallopian tube occlusion insert) inserted for permanent sterilization.subsequently plaintiff had the device removed due to complications. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had medical device removal due to complication associated with device, serious events due to medical importance and listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the event, causality between this event and essure use cannot be excluded. This case was regarded as incident, since device removal was required.the product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure (batch no. 740687-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6)2015. At the time of the report, the perforation and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and perforation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality department confirmed that the reported essure lot number was not valid. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.n

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure (batch no. 740687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and perforation to be related to essure. No further causality assessment were provided for the product. Most recent follow-up information incorporated above includes: on 9-dec-2020: medical record received lot number, medical history and reporter information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure (batch no. 740687-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2010: tubal specimen with tube coil inserted well 3-6 visible. Surgery - on (B)(6) 2015: procedure: bilateral essure microsurgical removal. The portion of tube containing the device was dissected at the junction of mesosal[pinx] and the tube proceeding medially to the center. The center core of the essure was removed and then the outer spring. A biopsy punch was used to remove the intramural tube on the left it was extra luminal medial portion of the fallopian tube was ligated and buried in the mesosalpinx with 7-0 nylon. 7-0 nylon was used to close the hysterectomy with interrupted figure of eight. The patient awoke and went to recovery room in good condition. Lot number (740687 is not valid). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and perforation to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: events medical device removal and complication deleted. Events perforation, abnormal bleeding, pain was added and essure start and stop date updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.